Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log (ehl) identified force sensor test. The force sensor test error was found during the preventative maintenance process. The root cause of the issue was caused by normal wear as the pump was over 6 years old. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump failed preventative maintenance. No patient injury or involvement was reported.